Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately three weeks after implant, the patient's skin experienced erosion from the implantable cardiac monitor (icm). The icm was explanted. No further patient complications have been reported as a result of this event.